Event description:
It was reported that the patient acquired a throat infection from the intubation during the implant procedure. Multiple attempts were made to obtain a medical assessment from the physician regarding the nature of the infection, but none was available. The patient was given antibiotics and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found.